Manufacturer narrative:
It was reported that a female patient (64 year old) underwent paroxysmal atrial fibrillation (afib ¿ paroxysmal) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention and extended hospitalization. It was reported that the patient suffered a pericardial effusion. The caller stated at the end of the case that the patient¿s blood pressure dropped. A transthoracic echo was performed, and the effusion was noted. A pericardiocentesis was performed and over 1000ml of fluid was removed from the pericardial space and auto-transfused back to the patient. Patient was stable at the end of the procedure and was admitted to the ICU. Procedure was nearly completed at the time- equipment was being pulled back to the right atrium from the left atrium. There were no errors observed on biosense webster equipment during the procedure. There was no evidence of steam pop. The event occurred immediately after the use of biosense webster products and after ablation was performed. The effusion occurred between the [left atrial] appendage (laa) and left superior pulmonary vein (lspv), surgeon fixed and surgically ligated her laa. The condition required extended hospital stay. The patient¿s condition improved. In the opinion of the physician the cause of the adverse event was patient¿s condition patient had prior afib procedure one month prior. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 30283878m identified no internal actions related to the reported complaint condition. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(6).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's reference number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient ((B)(6)) underwent paroxysmal atrial fibrillation (afib ¿ paroxysmal) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention and extended hospitalization. It was reported that the patient suffered a pericardial effusion. The caller stated at the end of the case that the patient¿s blood pressure dropped. A transthoracic echo was performed, and the effusion was noted. A pericardiocentesis was performed and over 1000ml of fluid was removed from the pericardial space and auto-transfused back to the patient. Patient was stable at the end of the procedure and was admitted to the ICU. Procedure was nearly completed at the time- equipment was being pulled back to the right atrium from the left atrium. Caller stated that a maximum of 45 watts was used during the procedure. Total number of lesions and ablation time are unknown. Total fluid to the patient was approximately 600 ml. Force visualization features used were graph, dashboard, vector. Visitag was used: force over time 25% at 3 gm, 2mm and 3mm, tag size 3 mm. Tag index used for tag coloring. Baylis needle (98cm) was used for transseptal access. The irrigation settings were 8-15ml/min. There were no errors observed on biosense webster equipment during the procedure. There was no evidence of steam pop. The event occurred immediately after the use of biosense webster products and after ablation was performed. The effusion occurred between the [left atrial] appendage (laa) and left superior pulmonary vein (lspv), surgeon fixed and surgically ligated her laa. The condition required extended hospital stay. The patient¿s condition improved. In the opinion of the physician the cause of the adverse event was patient¿s condition- patient had prior afib procedure one month prior.